Manufacturer narrative:
B5 - problem was resolved. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -7.50/1.0/090 (sphere/cylinder/axis) implantable collamer lens tore before/during loading. A backup lens was implanted on (B)(6) 2024. Cause of event was not reported.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).